Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 15 2007. Additional information:failure code 810:04 was initially reported by the facility and occurred during biomed testing.evaluation summary: the condition of air-in-line out-of-specification was confirmed during testing and attributed to a defective air-in-line printed circuit board. The defective air-in-line printed circuit board was replaced. The customer reported failure code 810:04 was confirmed during evaluation and was generated due to the defective air-in-line printed circuit board. The pump was returned to the customer fully operational.